Event description:
An abbott perclose prostyle suture-medicated closure device was placed in the left common femoral artery. The foot plate would not collapse to be removed and remained deployed/extended into the artery. Multiple maneuvers were used to close the foot plate for extraction/removal which caused perforation of the artery and required placement of three stent grafts.